Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate magnet responses were recorded on the device. No sources of emi could be identified. The patient was asymptomatic.